Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. As received, the device could be interrogated and output anomalies were observed on the atrial and ventricular channels. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Testing of the hybrid circuitry indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.